Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose level was 38 mg/dl. Customer stated that the sensor had sensor updating alert and change sensor alert. Customer stated that she had two accidents due to low blood glucose. Customer was on a trip and driving for 4 hours and stopped the car as she hit the tree and she ate something and was able to drive back after eating something. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.